Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device was explanted 7.1 months post implant due to earlier than expected battery depletion.

Event description:
Event description guidant received info that this cardiac resynchronization therapy-defibrillator (crt-d) device was explanted 7.1 months post implant due to earlier than expected battery depletion.